Event description:
Hcp reports the patient presented in 2006 with signs of infection that included redness, swelling, drainage and the leads were seen "coming through skin." The patient provided to the manufacturer in october 2006 that the "leads poked through the skin" and following explant of the leads the patient developed an infection, which was treated and the entire system was removed. The hcp reported that perioperative antibiotics were administered and the patient does not have meningitis. A culture was obtained from the ipg pocket. The causative organism was identified as pseudomonas aeruginosa. Both IV and oral antibiotics were administered and the patient realized total device system explant; the ipg was remove in 2006 after the leads were explanted approx 2 months earlier. The system was retrieved, but has not been returned to the manufacturer for analysis. The infection has reportedly resolved. See MFR report number 2649622200602418 & 2649622200602417.

Manufacturer narrative:
This medical device report is being resubmitted to the emdr system due to a connection error within the emdr system. The event was previously reported to the emdr portal and an acknowledgement 3 received, but the connection error prevented the emdr system from documenting the report. The report number in this report is the same number as the impacted report that has the connection issue. Continuation of d11: product ID 377760, lot# v002502, implanted: (B)(6) 2006, explanted: (B)(6) 2006. Product type lead, product ID 377845, lot# v003668, implanted: (B)(6) 2006, explanted: (B)(6) 2006. Product type lead, product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2006. Product type programmer, patient product ID 3708160, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2006. Product type extension, product ID 3708160, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2006. Product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the leads moved with her first implantable neurostimulator (ins) and the lead poked through the skin causing an infection. The patient noted that her implant had helped her until the leads moved.